Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 7.2 mmol/l. The customer stated that the buttons are unresponsive on the insulin pump. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit received no button response due to corroded keypad traces. Unable to test the operating currents due to no button response. Unable to verify the failed battery alarm due to the no button response. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with cracked belt clip slot.